Event description:
After shoulder surgery, it was noted that a peg/piece of the glenoid trial was missing. The procedure continued and rom with the trial and the glenoid component did not indicate any problems. The component was cement in place and surgery completed. As this trial piece is not radiopaque there is not definitive way to determine if the piece remains in the pt. It appears to be a clean break at the base of the peg.